Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. Once the leads were connected to the implantable cardioverter defibrillator, oversensing was noted on the device. Programming changes were made. The patient was stable post procedure.

Event description:
New information received on (B)(4) 2019 indicating that the device was t wave over sensing.